Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated pacing thresholds and intermittent capture on the right ventricular (rv) channel. The patient experienced dizziness, fainting spells and pacing pauses greater than two seconds. Fluoroscopy did not reveal any lead lead damage or setscrew issues. A revision procedure was performed and the associated rv lead was removed from service. This device remains implanted. No additional adverse patient effects were reported.